Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During sheath preparation, the packaging was opened, and it was noticed that the dilator had a more blunted tip. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was disposed of and therefore is not expected to return for laboratory analysis.